Event description:
Information was received from a manufacturer representative regarding a patient who was receiving n/a via an implantable pump for non-malignant pain. It was reported that the patient had an MRI on thursday of last week and since then, the pump has been alarming. The caller said they interrogated the pump and got a couple of errors, service code 99. The caller waited a few minutes and interrogated again and the error was still in there. Agent reviewed that the code would make them think the pump was in telemetry mode, but the pump doesn't alarm in that mode. The caller confirmed that there was a recovery log on april 2nd that showed a critical alarm pump motor stall occurred which was the actual date of the MRI. An hour and nineteen minutes later, it showed pump motor stalled recovery. The caller checked the recovery log today and it showed that the pump had been stopped for 0 hours and 0 minutes. The caller updated the patient's next appointment date and saw that the active alarm was silenced. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.